Event description:
It was reported that a stopcock cracked and leaked solution during patient treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and cracks along the body and neck of the stopcock were observed. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.